Manufacturer narrative:
A patient experienced pain in the legs following trial lead placement was reported to abbott. As a result, the trial lead was removed and the pain resolved. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
The results, method, and conclusion codes along with the investigation results will be provided in final report.

Event description:
It was reported the patient experienced pain in the legs following trial lead placement on 20 may. As a result, the trial lead was removed early on 21 may. The pain resolved following lead removal.